Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tg3420/06822735) to repair a dissected thoracic aortic aneurysm. The entry tears at the descending aorta were successfully covered with the device. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imaging showed no issues with shrinkage of the aneurysm to 49 mm; however on (B)(6) 2013, four year follow-up imaging showed that the aneurysm enlarged to 56 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up imaging revealed a type ii endoleak originating from the right internal iliac artery. The aneurysm reportedly further enlarged to 61 mm. On (B)(6) 2015, an additional endovascular procedure was performed whereby the right internal iliac artery was coil embolized. The patient tolerated the procedure. It is unknown if the endoleak has resolved. According to the cro in (B)(6), no further information is available.